Manufacturer narrative:
(B)(4). Section g4: the mr850gju is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k110019. We have requested the return of the subject mr850 respiratory humidifier for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Corrections: section a1: patient identifier updated. Section d2a: common device name updated. Section d4: expiration date removed. Section h4: device manufacturer date updated. Section g4: the mr850gju is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k110019. Method: the speaker from the subject mr850 respiratory humidifier was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the returned speaker confirmed that no sound was generated from the speaker. Resistance testing identified an open circuit in the speaker's coil. Conclusion: the root cause of the speaker failure was due to an open circuit in the speaker coil. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.